Event description:
The customer called to report unexplained high blood glucose levels for the past day. The reported blood glucose reading at the time of the call was 495 mg/dl. The customer stated that he conducted the prime test, and only saw one drop of insulin. The customer stated that he is on his way to urgent care for treatment of his high blood glucose levels. Advised the customer to call back for troubleshooting at his convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.